Manufacturer narrative:
Manufacturer's investigation conclusion: although the report of driveline fault alarms was confirmed via the submitted log files, the cause could not be conclusively determined during the evaluation of the returned driveline. The account submitted log files for review. Multiple yellow wrench advisories associated with driveline faults were captured throughout the log files on 01jan2021 at 01:00:00 and 04aug2021 at 11:52:45 through 11:55:12 which were silenced. These driveline faults appeared to result from an issue with phase 3. The other phases did not appear to contribute to the fault. No pump stops were captured throughout the log file. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The approximately 18" segment of driveline replaced by technical services was returned for evaluation. Visual inspection of the driveline revealed clear rescue tape on the outer silicone jacket at approximately 2.5¿ through 14.5¿ of the driveline. Upon removal of the rescue tape, the driveline revealed multiple tears in the white silicone jacket throughout the entirety of the driveline. Examination of the driveline found extensive shield breakdown throughout the driveline. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. This test did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 04dec2014. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. The most recent revision of the heartmate ii instructions for use (IFU), section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including driveline faults. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: correction. Medical device problem code "2017 - improper or incorrect procedure or method" removed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2021-04512. It was reported that the patient had 15 driveline fault alarms on (B)(6) 2021. There was rescue tape on the entire driveline with tears noted underneath the silicone. The patient's backup battery was exchanged. The log file analysis revealed intermittent driveline fault alarms and clock not set alarms throughout the log. Typically when the timestamp defaults to (B)(6) 2001 at 0100 the battery power and the backup battery in the controller were depleted which stops the pump and resets the clock to default. The driveline fault data indicates that there is a potential issue with one of the wires. The patient had a previous event of driveline faults in 2018. The controller was exchanged as part of troubleshooting and the log file after the exchange indicated that the red wire in the driveline may be compromised. X-rays were taken of the driveline, which showed no areas of compromise. Technical services was onsite on (B)(6) 2021 and replaced all the external portion of the driveline with no issues. The driveline faults were intermittent and did not return post repair. Patient was to be monitored overnight and discharged if no more alarms were present.